Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
The device reaches the release position. Cobra phenomenon occurs during release. The operation was completed after withdrawing from the body and replacing the same type of product.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. One photo and two videos were received from the field, and all but one of the videos appeared to show an occluder deforming in a cobra conformation. However, the investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined.

Event description:
The device reaches the release position. Cobra phenomenon occurs during release. The operation was completed after withdrawing from the body and replacing the same type of product.